Manufacturer narrative:
Device was used for treatment, not diagnosis. Lee, jong-hee, et al. (2014) comparison of greater trochanter versus piriformis entry nail for treatment of femur shaft fracture. J korean fract soc; 27(4): 287-293. This report is for unknown nail, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: lee, jong-hee, et al. (2014) comparison of greater trochanter versus piriformis entry nail for treatment of femur shaft fracture. J korean fract soc; 27(4): 287-293. A total of 57 patients treated by antegrade nailing for a femoral shaft fracture between january 2008 and april 2013 were included in the study. The cases included 25 piriformis fossa entry nails and 32 greater trochanter entry nails. The femoral fractures were treated with a cannulated femoral nail (cfn; synthes, (B)(4)) which was inserted through piriformis fossa and the expert asian femoral nail (a2fn; synthes). The 57 cases in the study consisted of 28 male cases and 27 female cases. The piriformis fossa nailing group was composed of 11 males and 14 females, while the greater trochanter nailing group of 16 males and 15 females. The average age was 50.4+/- 21.2 years (16 to 78 years) in the piriformis fossa nailing group and 41.3+/- 24.2 (17 to 80 years) in the greater trochanter nailing group. The following complications were observed: expert asian femoral nail: one case of nonunion which bone union was eventually achieved through nail exchange using a bigger diameter. This is report 1 of 1 for (B)(4). This report is for an unknown femoral nail. .